Event description:
Upon further follow-up additional information has been received from the consumer who stated that who always used lenses during shower, as well on the beach.

Manufacturer narrative:
Additional information was provided in b.5., h.6., and h11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
With this additional event of product use/user technique in h6, the investigation conclusion remains same as previously submitted mdf 3006186389-2025-00027. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional stated that the consumer reported that the lenses feel like hard plastic upon wearing them, they experienced keratitis that persisted throughout the year along with symptoms of allergies, discomfort, and eye pain which required medical intervention and was treated with intravenous and local corticosteroids. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet available.